Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mild tortuous and mild calcified vessel below the knee. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 14 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mild tortuous and mild calcified vessel below the knee. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 14 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR: the coyote es was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 43mm from the tip. Product analysis confirmed there is a pinhole in the balloon.